Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure coils in the endometrium, extending into the fallopian tubes"), menorrhagia ("menorrhagia") and pelvic pain ("chronic severe pelvic pain/chronic pain") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, bipolar depression, dysfunctional uterine bleeding and yeast infection. In 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (one side salpingectomy and oophorectomy in (B)(6) 2008, total hysterectomy (uterus and cervix removed)), surgery (hysteroscopy, d and c, hydrothermal ablation on (B)(6) 2005) and surgery (one side salpingectomy and oophorectomy in (B)(6) 2008, total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain and back pain had not resolved, the menorrhagia, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, fatigue and weight increased outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, device expulsion, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2005, plaintiff underwent ablation but this did not resolver her chronic pain. On or about (B)(6) 2008, she also underwent laparoscopic exploration of the pelvis, lysis of adhesions and left salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Ultrasound scan - on (B)(6) 2004: coils in endometrium, extending fallopian tubes (B)(6) 2008: left ovary and fallopian tube. Gross description: received is the distal portion of fallopian tube with attached ovary. The fallopian tube measures 3.5 cm in length x an average diameter of 6 mm. The proximal portion appears hemorrhagic. Also received is the attached ovary measuring 2.5 x 3 x 2 cm. Clips are present on the para-ovarian tissue. The fallopian tube appears grossly unremarkable. Sections of tube are submitted in cassette 1. Sectioning through the ovary reveals edematous ovarian parenchyma containing multiple fluid filled cysts ranging in size from 3 mm up to 7 mm. Sections of ovary submitted in two cassettes, 2 and 3. Most recent follow-up information incorporated above includes: on 20-sep-2018: pfs and medical record received:event abnormal vaginal bleeding, menorrhagia, urinary tract infection, dysmenorrhea, fatigue, weight gain, left lower quadrant pain added.reporters,event abdominal pain outcome added as recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure coils in the endometrium, extending into the fallopian tubes'), menorrhagia ('menorrhagia') and pelvic pain ('chronic severe pelvic pain/chronic pain') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower abdominal discomfort, cholecystectomy and amenorrhea secondary. Concurrent conditions included overweight, bipolar depression, dysfunctional uterine bleeding and yeast infection. In 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), abdominal pain lower ("left lower quadrant pain"), tooth loss ("tooth in my mouth has something wrong / tooth loss") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (one side salpingectomy and oophorectomy in (B)(6) 2008, total hysterectomy (uterus and cervix removed) and hysteroscopy, d and c, hydrothermal ablation on (B)(6) 2005. Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device expulsion, pelvic pain and back pain had not resolved, the menorrhagia, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, fatigue, weight increased, tooth loss and alopecia outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, tooth loss, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2005, plaintiff underwent ablation but this did not resolver her chronic pain. On or about (B)(6) 2008, she also underwent laparoscopic exploration of the pelvis, lysis of adhesions and left salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Ultrasound scan - on (B)(6) 2004: results: coils in endometrium, extending fallopian tubes. (B)(6) 2008: left ovary and fallopian tube. Gross description: received is the distal portion of fallopian tube with attached ovary. The fallopian tube measures 3.5 cm in length x an average diameter of 6 mm. The proximal portion appears hemorrhagic. Also received is the attached ovary measuring 2.5 x 3 x 2 cm. Clips are present on the para-ovarian tissue. The fallopian tube appears grossly unremarkable. Sections of tube are submitted in cassette 1. Sectioning through the ovary reveals edematous ovarian parenchyma containing multiple fluid filled cysts ranging in size from 3 mm up to 7 mm. Sections of ovary submitted in two cassettes, 2 and 3. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure coils in the endometrium, extending into the fallopian tubes'), menorrhagia ('menorrhagia') and pelvic pain ('chronic severe pelvic pain/chronic pain') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower abdominal discomfort, cholecystectomy and amenorrhea secondary. Concurrent conditions included overweight, bipolar depression, dysfunctional uterine bleeding and yeast infection. In 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), abdominal pain lower ("left lower quadrant pain"), tooth loss ("tooth in my mouth has something wrong / tooth loss") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (one side salpingectomy and oophorectomy in (B)(6) 2008, total hysterectomy (uterus and cervix removed) and hysteroscopy, d and c, hydrothermal ablation on (B)(6) 2005). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device expulsion, pelvic pain and back pain had not resolved, the menorrhagia, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, fatigue, weight increased, tooth loss and alopecia outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, tooth loss, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2005, plaintiff underwent ablation but this did not resolver her chronic pain. On or about (B)(6) 2008, she also underwent laparoscopic exploration of the pelvis, lysis of adhesions and left salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Ultrasound scan - on (B)(6) 2004: results: coils in endometrium, extending fallopian tubes. (B)(6) 2008: left ovary and fallopian tube. Gross description: received is the distal portion of fallopian tube with attached ovary. The fallopian tube measures 3.5 cm in length x an average diameter of 6 mm. The proximal portion appears hemorrhagic. Also received is the attached ovary measuring 2.5 x 3 x 2 cm. Clips are present on the para-ovarian tissue. The fallopian tube appears grossly unremarkable. Sections of tube are submitted in cassette 1. Sectioning through the ovary reveals edematous ovarian parenchyma containing multiple fluid filled cysts ranging in size from 3 mm up to 7 mm. Sections of ovary submitted in two cassettes, 2 and 3. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media : reporter added. Events added as hair loss and tooth disorder updated as tooth loss. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure coils in the endometrium, extending into the fallopian tubes'), menorrhagia ('menorrhagia') and pelvic pain ('chronic severe pelvic pain/chronic pain') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower abdominal discomfort, cholecystectomy and amenorrhea secondary. Concurrent conditions included overweight, bipolar depression, dysfunctional uterine bleeding and yeast infection. In 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), abdominal pain lower ("left lower quadrant pain") and tooth disorder ("tooth in my mouth has something wrong") and was found to have weight increased ("weight gain"). The patient was treated with surgery (one side salpingectomy and oophorectomy in (B)(6) 2008, total hysterectomy (uterus and cervix removed) and hysteroscopy, d and c, hydrothermal ablation on (B)(6) 2005). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device expulsion, pelvic pain and back pain had not resolved, the menorrhagia, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, fatigue, weight increased and tooth disorder outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, device expulsion, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2005, plaintiff underwent ablation but this did not resolver her chronic pain. On or about (B)(6) 2008, she also underwent laparoscopic exploration of the pelvis, lysis of adhesions and left salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Ultrasound scan - on (B)(6) 2004: results: coils in endometrium, extending fallopian tubes. (B)(6) 2008: left ovary and fallopian tube. Gross description: received is the distal portion of fallopian tube with attached ovary. The fallopian tube measures 3.5 cm in length x an average diameter of 6 mm. The proximal portion appears hemorrhagic. Also received is the attached ovary measuring 2.5 x 3 x 2 cm. Clips are present on the para-ovarian tissue. The fallopian tube appears grossly unremarkable. Sections of tube are submitted in cassette 1. Sectioning through the ovary reveals edematous ovarian parenchyma containing multiple fluid filled cysts ranging in size from 3 mm up to 7 mm. Sections of ovary submitted in two cassettes, 2 and 3. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event tooth disorder added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils in the endometrium, extending into the fallopian tubes") and pelvic pain ("chronic severe pelvic pain/chronic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (laparoscopic exploration of pelvis, lysis of adhesions and left salpingo-oophorectomy) and surgery (ablation in or about (B)(6) 2005). At the time of the report, the device dislocation, pelvic pain and back pain had not resolved. The reporter considered back pain, device dislocation and pelvic pain to be related to essure (ess205). The reporter commented: on (B)(6) 2005, plaintiff underwent ablation but this did not resolver her chronic pain. On or about (B)(6) 2008, she also underwent laparoscopic exploration of the pelvis, lysis of adhesions and left salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2004: coils in endometrium, extending fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.